Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) used a chainsaw and as a result, experienced lightheadedness and got shocked by the device. Boston scientific technical services (ts) was consulted and upon review of the event, it was confirmed this was an appropriate electric shock due to a true ventricular event. However, far field oversensing was noted during the episode. No adverse patient effects were reported. At this time, this device system remains in service.